Event description:
The customer reported that during IV administration, the chemotherapy (methotrexate) was infused into a secondary gravity the instead of the pt. The chemo filled up the secondary bags completely before it was noticed, and the chemo could not be delivered to the pt. This occurred on a total of six sets. Four samples will be returned for investigation. Product code 9526a; lot number is unknown.